Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site which resulted in the customer's blood glucose (bg) level decreasing to 20 mg/dl. Reportedly, the customer lost consciousness and was assisted by paramedics. Additional details regarding bg level and assistance received was not provided. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer changed supplies and continued to use the pump for insulin therapy.